Event description:
It was reported to philips that the device experienced an ECG cable failure during the device autotest. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The processor pca and measurement connect module were replaced, which specifically address the complaints documented in (B)(4). The device was returned to functionality with no further repairs performed. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device experienced an ECG cable failure during the device autotest. There was no patient involvement.